Manufacturer narrative:
Qn#: (B)(4). A photo of unit a-6000-08lf batch 74f2000329 was received for analysis. Just the label lbl024286 r00 can be observed. No other issues were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74f2000329 that belong to catalog number a-6000-08lf pe adult-ped dry/ wet lf has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The customer complaint cannot be confirmed based only on the information provided. To perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. However, material from the production line was verified and no issues were found that can lead to this customer complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
The first drain was fitted in theatres and when presented to ICU there was an air leak present; they trouble shooted above and below the connector. Patient was then taken back to theatres and fitted with another drain with a different lot number; an air leak present in this drain also troubleshooting above and below the connector performed. Site believes the air leaks in both drains are coming from the red connector. Third drain fitted to patient is working fine. Patient was not harmed.